Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, clear passage testing, and pressure testing were performed. During the pressure test a leak was identified between the luer lock assembly and the tubing. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set leaked from between the tubing and the male luer. This occurred during infusion, and led to a ¿minimal¿ amount of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.